Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection reflin (1 gram, route, frequency and duration not reported) and amikacin (150 mg, route, frequency and duration not reported) for the event of peritonitis. On an unreported date, the patient recovered from the peritonitis event. The action taken with pd therapy was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.